Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block caused by water damage. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed france that while an astral device was being tested before patient use, it failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.